Manufacturer narrative:
Philips investigated this complaint. According to the information collected the rse performed a remote assessment and confirmed that the customer was not able to turn the system on via review module. The customer had to switch on the system from the m cabinet instead. After additional troubleshooting, the rse advised the customer to replace the review module. Following the replacement of the review module, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.